Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the pad detached. Patient consequence was not reported.

Manufacturer narrative:
(B)(4).